Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the charger cable that goes into joystick has exposed wires; casing pulled back.